Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 255cc breast implant was found to have some bubbles within the gel. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Bubbles in the gel can originate with changes in pressure and temperature which can affect volume. The shell wall is permeable to air, therefore trapped air can form bubbles with changes in pressure or temperature. When left by themselves with no changes in temperature or pressure, bubbles usually dissipate over time, unless trapped by cured gel. Allergic response is a state of hypersensitivity induced by exposure to a particular antigen resulting in harmful immunologic reactions on subsequent or continued exposures. Presenting symptoms may include contact dermatitis, urticaria, gastrointestinal changes, respiratory symptoms and in severe cases, anaphylactic shock. Materials used in the manufacture of silicone saline breast implants are considered biocompatible however; anecdotal reports of allergic response are reported in the literature. Due to the multiple exposures of the patient to drugs, chemicals and materials in the intra-operative and postoperative phase, it is often difficult to determine the specific antigen causing an allergic response. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision with mentor memorygel breast implants 255cc and experienced ¿rejection of the implants¿ with no other information or diagnoses provided. As a result, the patient underwent removal on (B)(6) 2025. This report is for the right breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rejection of implants. Manufacturer¿s reference number: (B)(4).